Event description:
Customer reported the system displayed an error during a procedure. No patient injury was reported.

Manufacturer narrative:
Customer evaluated the system and down loaded tar files and view events. Found that system experienced security switch errors. Possibly caused by foot switch or hand switch not fully connected. Verified that foot switch and hand switch were secure. Could not duplicate problem. System operates as intended.